Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to missing segments/partial display. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the when he pushes the act button all he sees are lines and a black screen . The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.